Manufacturer narrative:
Corrected data: in review of the supplemental MDR it was noticed that (B)(4) should have been added. (B)(4) was instead incorrectly selected. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/03/2017. Device returned to manufacturer? Yes. (B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was stuck in a non-amo cartridge. Residue of what appeared to be ophthalmic viscoelastic (ovd) were observed on the lens surface. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before an intraocular lens (iol) was loaded in the cartridge, the technician noticed something defective on the lens. Reportedly, the lens was observed under the microscope and something that looked like a scratch, tear or fold was noticed. The surgeon decided not to load the lens in the cartridge. No patient contact was reported. No further information was provided.